Manufacturer narrative:
Further investigation of the sample with lc-ms/ms. The result was 47.00 ng/ml which confirmed the customer's result. The customer suspected the biotin in the vitamin b complex taken by the patient had affected the vitamin d result.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys vitamin d assay results for one patient from cobas e601 analyzer serial number (B)(4). The samples were collected from the patient's fistula. The initial result was 57.30 ng/ml and was reported to the patient. The same sample was repeated on (B)(6) 2016 on a mini-vidas (biomérieux) and the result was 24.1 ng/ml. On (B)(6) 2016, a new sample from the patient was tested on the mini-vidas (biomérieux) and the result was 23.9 ng/ml. This new sample was then tested on (B)(6) 2016 on the cobas e601 analyzer and the result was 51.35 ng/ml. Prior to this testing the primary sample tube was frozen (-20c). For the collection of this second sample, the patient was advised to suspend the use of b vitamins for 8 hours before the sample collection. The results of 24.1 ng/ml and 23.9 ng/ml were considered to be correct. The reported result was corrected to 24.1 ng/ml. The patient was not adversely affected.

Manufacturer narrative:
Sample from the patient was submitted for investigation and was tested on a cobas e601 analyzer. The result was 57.35 ng/ml which confirmed the customer's result.